Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to try various troubleshooting steps, including using known working charging supplies, without success. As a result, the decision was made by technical support to replace the pump. The customer reverted to an alternate method of insulin therapy.